Event description:
Related manufacturer reference number: 2017865-2022-08348, related manufacturer reference number: 2017865-2022-08349, related manufacturer reference number: 2017865-2022-08350. It was reported that the patient passed away. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). Ate testing was performed and the device was normal.